Event description:
It was reported via repair work order that the right side rail would not latch in place due to malfunctioned latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.